Manufacturer narrative:
Unit had unresponsive up and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify possible over/under delivery alarm due to unresponsive button.

Event description:
The customer reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose level was 386 mg/dl. Customer then went to 90 mg/dl. Customer declined to troubleshoot. The customer was advised to discontinued the insulin pump and revert to back-up plan. The device will be returned for analysis.